Event description:
It was reported that during a spleen procedure, tissue stuck in the device. Case completed with suture and clips. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ¿tissue stuck in the device.¿ does this mean that the jaws of the device would not open? If no, please explain what this means. If the jaws would not open, how was the device removed from the tissue? Jaws would not open. Had to cut tissue out of jaws.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned with the firing mechanism damaged. A tr45w cartridge was loaded on the device fully fired and with cartridge deck damage. The found damage on the cartridge (a) deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pusher block was found damaged. While no conclusion could be reached as to how the pusher block became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.